Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D.10. Device available for eval? Yes d.10. Returned to manufacturer on: 06 jun 2023 h.6. Investigation summary: bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter leaked during use. The following information was provided by the initial reporter. The customer stated: "the customer's report is that blood leaked during use."

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter leaked during use. The following information was provided by the initial reporter. The customer stated: "the customer's report is that blood leaked during use."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.